Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: "a customer reported that during cataract surgery, poor vacuum was experienced while performing phacoemulsification. An extracapsular cataract extraction was performed to complete the case. Extracapsular cataract extraction (ecce) is a category of eye surgery in which the lens of the eye is removed while the elastic capsule that covers the lens is left partially intact to allow implantation of an intraocular lens (iol). There are two major types of ecce: manual expression, in which the lens is removed through an incision made in the cornea or the sclera of the eye; and phacoemulsification, in which the lens is broken into fragments inside the capsule by ultrasound energy and removed by aspiration. The surgeon was unable to proceed with the phacoemulsification of the lens and selected to complete the procedure manually. Additional information received from the customer noted the patient is doing well. There was no patient harm reported. The phaco handpiece was taken out of circulation.¿ the customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue of ¿poor vacuum¿ remotely. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, poor vacuum was experienced while performing phacoemulsification. An extracapsular cataract extraction was performed to complete the case. There was no harm to the patient.